Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the output signal from the 12gsdi output is low / weak and interference with the image is reported. Sometimes the image is lost more frequently. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer could not be confirmed, despite continuous operation. A damaged front module was diagnosed without any reference to the reported issue. The software was current at the time of investigation. The unit has 378 working hours of 254 startups. The most probable root cause may be a weak 12g-sdi signal, which is within the specification, but too weak in the or1 installation. The signal is not adjustable and is given by the assembled components on the mainboard. Therefore, and because the product has been returned previously for the same purpose, the mainboard will be replaced preventively. The additional diagnosed defective front module is not related to the issue reported by the customer and is not safety relevant. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).